Manufacturer narrative:
(B)(4).

Event description:
It was reported that a merlin.net transmission revealed that the right atrial lead exhibited oversensing and noise. No intervention or patient symptoms were reported. No further information was available at this time